Manufacturer narrative:
The customer contact informed ge healthcare that the hospital does not have the patient information for the reported event. The flow sensor was replaced by the biomedical engineer, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed and pressure control ventilation was not available during use. There was no report of patient injury.